Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia roller pump jammed. The user reported the pump jam occurs approximately 2-5 times upon initial start of the roller pump. The user restarts the pump, and once the fluid flows through the tubing, the pump jam does not reoccur. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.